Event description:
Patient was receiving IV fluid through an established infusaport. Patient's chest was damp. Upon inspection, the rn found there was a leak where the catheter tubing enters the plastic finger grip area. Huber needle removed and fluids were stopped. Additional information obtained from the site: no patient harm. No lot number available. My understanding is that this was a pre-existing infusaport that they had accessed that day for administration of an infusion. So, the needle was not in there for long.